Event description:
A journal article discussing experience with implantable cardioverter defibrillators (ICD), cardiac resynchronization therapy- defibrillators (crt-d), and leads was reviewed. It contained references to patient deaths, inappropriate shocks, lead malfunctions, and infection. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation or death-device relatedness indicated. Multiple patients were noted in the article but a direct correlation to specific device serial numbers could not be made. A request for additional information has been made. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is purely an estimate, as there is no direct correlation with a device serial number. The patient death reference has no direct correlation with a device serial number. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation or death-device relatedness indicated. The gender of the baseline characteristics is male and the baseline age is (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a device serial number, the manufacturing date cannot be determined. Since no device ids were provided, it is unknown if any of the reported events have been previously reported. Referenced article: the clinical course of patients with implantable cardioverter-defibrillators: extended experience on clinical outcome, device replacements, and device-related complications. Heart rhythm. 2015;12(6):1169-1176. (B)(4).